Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with air bubbles in reservoir. The customer's blood glucose level at the time of incident was 576mg/dl. The customer treated highs with bolus and set change. Troubleshoot was conducted. The customer states the problem did not persist after set change. The customer is being sent replacement and returning reservoir for analysis.